Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air in line due to door open error, bezel assembly, front door, membrane frame, iui right, iui left. Rear case recall completed. The probable root cause of the reported issue was due to electrical failure of the ail sensor assembly. A review of the device history record showed the device had a manufacture date of 28nov2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a door open alarm. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device had a door open alarm. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air in line due to door open error, bezel assembly, front door, membrane frame, iui right, iui left. Rear case recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 28nov2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the ail sensor assembly. During servicing we identified a platen misalignment which constitutes a reportable malfunction. There was no patient involvement. During testing of the returned device the pump module was found out of specification for rate accuracy. External inspection confirmed damaged platen with the returned pump module. Replacement of the broken platen and subsequent retest for rate accuracy found the device to be delivering fluid in specification. This failure mode is being monitored through previously investigated complaint process. (Refer to pic report for platen misalignment dir 10000364517). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device had a door open alarm. There was no additional information provided and no patient involvement.